Event description:
Boston scientific received information that this right ventricular lead was dislodged. The lead exhibited high thresholds and was explanted. No additional adverse patient effects were reported. This report will be updated if further information is received.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the outer coil. Blood penetrated the lead in this area. These damages occurred most likely during the explant procedure. During further analysis, no deviations were noted which might be related to the clinical observation. The lead proved to be within specifications throughout its inspection. In particular the values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. In summary, cuttings in the insulation and deformations of the outer coil were found. There was no sign of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.